Event description:
It was reported that the bd needle sftygld 25x1 rb had leakage. The following information was provided by the initial reporter: material #305916 lot #unknown. Rcc received a complaint via email. Incident or problem information ahs mdip reference number (ID): (B)(4), date of incident (yyyy-mm-dd): (B)(6) 2025, site name/location: xxx. Level of harm: incident details: prepared moderna vaccine for administration to patient. Ensure proper attachment of needle to syringe. On administration, vaccine expelled through port instead of through needle. Majority of vaccine leaked onto patients arm and the floor. Needle still secure and attached on inspection post-administration attempt. Notified ahn right away. Ahn and write agreed to re-administer vaccine. Patient ok with same. Device information device name/description: needle hypodermic safety 25ga x 1 in manufacturer: xxx manufacturer code/model: 305916 serial or lot number: unknown device expiry date (yyyy-mm-dd): supplier: xxx supplier catalogue number: 308-305916 was the device retained? No. Investigation request expected type of investigation: report history/trend analysis;

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: since no samples displaying the reported condition were received, a potential root cause could not be defined, and corrective actions are not necessary. A physical sample is required for a more thorough evaluation and potential root cause determination.